Manufacturer narrative:
This supplemental report is being filed to correct the explant date.

Event description:
It was reported that pacemaker had an infection. No additional adverse patient effects were reported. This pacemaker was explanted. This report was originally submitted as an asr report ID (B)(4), aware date october 9, 2013. Initial asr report submitted to the FDA january 31, 2014 (qtr 4 2013). Asr authorization number e2011006.